Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 19ga x 1¿ winged infusion set with y-site. The depicted device appeared free of obvious usage residues. The needle cover was in place. Caps were attached to both luer adapters. The device was placed on a paper with a drawn arrow pointing to the extension tubing just distal of the luer adapter. No leakage or damage was observed during examination of the submitted photograph; however, the device could not be thoroughly examined or functionally tested. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of redx4352 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that there has been leakage at the needle tubing with multiple devices. It is unknown the number of devices at this time.